Event description:
Boston scientific received info that this right ventricular (rv) lead exhibited no capture and no sensing at maximum outputs. It was determined that the lead had dislodged. As a result, the lead was explanted. The pt was not symptomatic. No adverse pt effects were reported as a result of the procedure.